Event description:
Outbound. Pt states have another cadd cassette 100ml w/flowstop that alarms no disposable on both pumps, third cassette this month, having to change over to new cassette to resolve alarm, cassette lot numbers not provided. Replacement cassettes sent. No further details provided.